Event description:
It was reported that unspecified alarm occurred. Reportedly, the customer changed pump supplies to address the issue. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.